Event description:
In (B)(6) 2004, the patient was reportedly seen at the center for evaluation due to non-use. External equipment was exchanged. On (B)(6) 2004, the patient was seen by his pediatrician was diagnosed bilateral otitis media which was treated with an antibiotic (prescription not given). The patient was seen by a company representative for device evaluation. A recommendation was made to obtain an x-ray or CT scan. On (B)(6) 2004, the patient was seen by a company representative fro evaluation. Testing performed revealed two shorted electrodes. The patient continued to be monitored by the center. On (B)(6) 2004, the patient was seen at the center. The patient reportedly experienced an uncomfortable sensation when testing was performed in live speech mode. On (B)(6) 2004, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was not functional . Surgery to explant the patient's cii device was scheduled.